Manufacturer narrative:
The device has been returned but the evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, after the start of a therapeutic laparoscopy-assisted distal gastrectomy (ladg) procedure, short circuit error messages were received for the device frequently, and the device probe tip broke off into the patient. The broken piece was removed from the patient body immediately by the staff. Procedure was completed normally after changing to a new similar device. There is no harm or adverse impact to the patient. The functional mode and settings at the time of the event was seal and cut mode 1. The device was inspected prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the probe was confirmed to be broken off at the distal end. Additionally, two error codes were noted; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a surgical instrument or the non-insulated area of grasping section. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. During output activation in seal & cut mode, the probe came into contact with hard tissue, metal or surgical instruments. This caused scratches on the probe. This also caused short circuit error. 2. A force to activate the output in seal & cut mode, or a force to grasp the body tissue was applied to the probe. Therefore, cracks were branching from the scratches on the probe, and the probe damage error was detected. 3. A force was applied to the probe causing it to break. Or 1. Grasping section was closed without grasping anything while the device was activating in seal & cut mode (this includes after tissue resection) causing the tissue pad to wear out. 2. Since the tissue pad was worn out, non-insulated area of the grasping section and the distal end of the probe came into contact. 3. The output was activated in seal & cut mode in state of description stated above. This caused scratches (contact marks) on the distal end of the probe and the grasping section. The scratches indicate that the distal end of the probe was contacting the distal end of the grasping section. This also caused short circuit error. 4. A force to activate the output in seal & cut mode, or a force to grasp the body tissue was applied to the probe. Therefore, cracks were branching from the scratches (contact marks) on the probe. 5. A force was applied to the probe causing it to break. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor the performance of this device.